Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her blood glucose was extremely high and was currently high. Customer's current blood glucose was 360 mg/dl but it was up 430 mg/dl. Customer currently didn't experience any symptoms. Customer was advised to disconnect from the device. The drives support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer initially did not have tubing clamp and it was mailed out. Customer called back on (B)(6) 2014 to perform high pressure test, the device passed. Customer was advised to change out everything. No further information reported.